Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1. Additional code of img g02005 is applicable for product ID: nim4cpb1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a 2 channel parotid procedure with the nim vital after an update, the pi box was hard-wired, and the machine passed all electrode checks both prior to the case and intraoperatively. However, the nim did not respond to the standards, failing to indicate a nerve when stimulated and only indicating tissue. When the nerve was tugged, the machine did not consistently indicate the nerve. The stimulus delivery tone and waveform were intermittently heard and displayed. Anesthesia was administered to the patient during the procedure. Despite these issues, there was no patient impact, and the patient did well both during and after the case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating that other nim vital was used to complete the procedure.